Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the implantable pulse generator (ipg) experienced loss of telemetry and was unable to be interrogated. It was also reported that the interconnect wire was possibly fractured. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.